Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with "screen has lines through it" was confirmed during product evaluation. This condition was caused by lines on the main display. The lcd was replaced to correct this condition. This involved a colleague version 1.7 infusion pump with a user interface module master software version 8.11.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there were lines through the screen. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.